Manufacturer narrative:
(B)(4).

Event description:
No product was provided for investigation. Data was provided for investigation. The allegation was undetermined via data. However, it was found that a signal loss over 1 hour occurred. The probable cause was the transmitter and app were unable to establish a connection.

Event description:
Claimant¿s attorney reported to dexcom that the patient¿s receiver/display device allegedly failed to alert her to dangerous glucose levels and/or stopped receiving glucose information from the g6 dexcom receiver. It was alleged that the patient suffered serious injuries including but not limited to hypoglycemia. Dexcom¿s legal counsel requested additional information from claimant¿s attorney and no further information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the claimant¿s attorney.